Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out of the patient 3 days after placement.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. The used three-way foley catheter was returned without the original packaging. Photo samples were submitted which showed residue on the funnel end of the catheter, however, could not be evaluated for the reported failure. No visible defects were noted on the catheter, however, some adhesive residue was present on the drainage funnel. Attempted to inflate the balloon with 50cc di water using a luer lock syringe, however, as the water was being instilled it could be seen leaking from the irrigation eye on the catheter, confirming lumen to lumen leakage. Once all the water from the syringe was instilled the leakage from the drainage eye was no longer seen, the catheter was allowed to rest and the water was noted to be leaking from the irrigation port. While attempting to passively deflate the balloon, water started leaking from the irrigation eye once more. Approximately 35cc di water was returned to the syringe. The catheter is out of specifications as it would not pass functional leak testing. A potential root cause for this event could be, "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out of the patient 3 days after placement.